Event description:
It was reported that the lead exhibited sensing anomaly and was fractured.

Manufacturer narrative:
Final analysis found both distal and proximal insulations were abraded through to the coil at 47.3 cm from the connector. The damage on the distal insulation created a short between two coils, causing the reported sensing anomaly.